Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit transmitter had a failure. It was noted that the indicator of the wireless module was not turned on. The customer indicated that there was a stinky smell like rubber burnt and when the device was opened it was found that the wire of the module part appeared to be deformed by heat. Alternative machines were used at the same power position. There was no patient harm.